Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that she felt a sharp pain and sharp shock at the stimulator site when she sat down. The caller stated that since then the stimulator did not seem to be holding a charge as long as it used to. The only electromagnetic interference (emi) exposure was an MRI a month and a half prior to the pain and shocking. The caller stated that she charged her device at night and the next day when she went to check it with the patient programmer it showed a low battery message. The caller did not think the stimulator was holding a charge as long as it should. It was recommended the patient charge their battery to full to increase time between recharging. Patient was directed to follow up with their primary healthcare provider. No further complications were reported as a result of this event.

Manufacturer narrative:
Correction: additional information indicated that the correct date the manufacturer received information that a reportable event had occurred was (B)(6) 2017, not (B)(6) 2017 as initially reported. If information is provided in the future, a supplemental report will be issued.